Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a centrimag console and 2 motors did not work. It said pump failure when the pump was attempted to start. The pump was removed from the motor(s) and inserted into a 3rd motor at which point everything worked as expected.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected manufacturer¿s investigation conclusion: the reported event of a pump-related alarm was not confirmed. The returned centrimag motor (serial number (B)(6) was received at the service depot and was functionally tested. Atypical alarms were not reproduced, and the motor operated as intended throughout all testing, even when its cable was manipulated during testing. The serviced and tested motor was returned to the customer site after passing all tests per procedure, and the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, pump-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.